Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the tip of an ar-s7120-025-330w cup grasper had broken and the fragment was retrieved. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 10-aug-2023.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/22/2025, a sales representative reported via (B)(4) that an ar-s7120-025-330w cup grasper w/ teeth bottom tip of the instrument broke off. This occurred during an interlaminar decompression on (B)(6) 2025 it was stated that the surgeon was not negligent or putting abnormal pressure on the instrument to cause it to break. The fragment was retrieved and the procedure was completed using another cup grasper.